Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital due to low hemoglobin and hematocrit, melena and was periodically transfused. Hemolysis was noted. The patient then experienced an increase in pump rate of 90-100 bpm while in auto mode from a previous rate of 65-72 bpm. Jejunal bleeding was confirmed and was cauterized via an endoscope. An echo was performed that showed "no obvious bidirectional flow and some mild ai." Patient history of bioprosthetic aortic valve. The patient was placed in fixed mode of 65 bpm and the patient tolerated this change well. There was no further evidence of bleeding. Vent filter analysis revealed hearing wear and potential fluid ingress. Four days later, the patient experienced tia with weakness on his right side and treatment was provided for a decrease in hemoglobin/hematocrit, in which the patient developed a reaction and required plasmapharesis. Chest x-ray were taken and a misalignment of the inflow conduit was noted. A decision was made to replace the lvad with the manufacturer's clinical trail lvad. The patient was reported to be unresponsive, had a temperature of 103 and was hypotensive post-operation. The patient expired two days after the pump exchange operation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The patient expired two days after the pump was exchanged to the manufacturer's clinical trail lvad. No further information is available at this time.